Event description:
Information was received from a healthcare professional via manufacturer representative regarding a screw used in plf therapy for l3 rupture fracture. Levels implanted: l2-l4 it was reported that there was a screw back-out. For l3 burst, both ps and hook were concomitantly used and fixated in l2 and l4. The l2 screw backed out, so it was re-operated. The patient has not recovered. An upper extension was scheduled on (B)(6)2023. It was performed. This was the situation - there was l3 burst and l1 compression fracture. The back-out of the l2 screw was confirmed also in the photograph, however, infection was suspected after the scheduled extension operation was started, so to tissue culture. The patient was cleaned with a jet, the reflux tube was placed, and the wound was closed. The implant was completed without any treatment/ procedure. L1 compression fracture, infection suspected, screw-back out, the physician said that he did not know which was the cause. The patient will be follow-up for about 1 month, and the patient will be transferred to another hospital when the infection calms down. Patient symptoms/ complications due to the screw back-out are unknown. Past medical history: osteoporosis; treatment for breast cancer 20 years ago. No further complications were reported/anticipated.

Manufacturer narrative:
G3: this part is not approved for use in the united states; however a similar device with product ID 55840014530 and 510k #k113174 was marketed in the united states. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.